Event description:
N/a.

Manufacturer narrative:
Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the regulator, valve and manifold, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) instrument is leaking helium. The bottle was empty while sitting idle. There was no injury or death reported.